Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had several episodes of t- wave oversensing. Programming recommendations were not made as the physician did not want to change sensibility due to the patient's history of ventricular tachycardia (vt) and fibrillation (vf). Episode storage of the events were turned off due to the high frequency of non sustained oversensing to prevent overwriting true vt and vf episodes. A note was made in the patient's chart. The patient was stable.